Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/19/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The lay user/patients test strips have been returned on (B)(6) 2015 and further evaluated by lifescan product analysis on (B)(6) 2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. In addition a secondary issue was noted; the test strips were found to have shelf life exceeded. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, lay user/ patient (a pharmacist) contacted lifescan (lfs) and alleged their one touch ultra mini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and this mss listening to the call recording. The patient reported the issue began on (B)(6) 2014 between 6.30 and 7pm. The patient alleged obtaining inaccurate high results with the subject meter. The patient manages his diabetes with a combination of diabetic medications (levimir and novalog). The patient confirmed that he took his normal dose of medication (including sliding scale) in response to each product issue. On the morning of (B)(6) 2014 the patient alleged his blood sugar was 194mg/dl in response he took 8 units of novalog and he estimates he took 2 extra units of insulin. At lunch the same day the patient alleged his blood sugar was 306mg/dl and in response he alleged taking 21 units of novalog, and estimates he took 9 extra units. At diner the patient alleged his blood sugar was 143mg/dl, and in response he took 20 units of novalog, and he estimates he took 5 extra units of insulin and he also took 42 units of levamir, and he estimates he took 5 extra units. At bedtime the patient alleged a blood sugar result of 154mg/dl, in response he alleged taking 2 units of levamir, customer estimates he may not have needed to take 2 units. On the morning of (B)(6) the patient alleged his blood sugar was 347mg/dl, in response he took 15 units of novalog and he estimates he took 6 extra. At lunch the same day the patient alleged his blood sugar was 240mg/dl, in response he took 27 units of novalog and estimates he took extra 6 units. At dinner the same day the patient alleged his blood sugar was 191mg/dl and in response he took 44 units of levamir and he estimates he took 2 extra units, he also took 30 units of novalog and he estimates he took 6 extra units. At bedtime the patient alleged a blood sugar result of 201mg/dl, in response he took 7 units of novalog and he estimates he took 3-4 units extra. On the morning of (B)(6) 2014 the patient alleged his blood sugar was 258mg/dl, in response he took 13 units of novalog and he estimates he took 6 extra units. At lunch the same day the patient alleged his blood sugar was 149, in response he took 12 units of novalog and he estimates he took 4 extra units of novalog. At dinner the same day the patient alleged his blood sugar was 152,mg/dl and in response he took 44 units of levamir and he estimates he took 2 extra units and he also took 21 units of novalog and he estimates he took 3 extra units. The patient claims he developed symptoms of ¿shaky and dizziness¿ on three separate occasions during the time period the product was giving inaccurate results. The patient confirmed the symptoms were a result of the extra insulin he was administering. The patient confirmed the only treatment he administered was the insulin in response to the meter readings. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.